Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and . Customer's blood glucose at time of incident was 136 mg/dl. The customer was insert new battery and the display return and did not receive failed battery test. The customer was advised to monitor pump and we are sending battery cap. The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 587 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. Customer was treated with insulin drip and fluids. Customer was wearing the pump at time of emergency room visit. The customer was explained the 2 high blood glucose rule. The customer has already changed set. The customer was advised to call went tubing clamp received to perform high pressure.